Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of therapeutic benefit. The patient underwent an explant procedure where the implantable pulse generator (ipg) and dbs adaptors were removed. The explanted devices were retained by the hospital and were not returned to bsc. Additional information was received indicating the symptoms that the patient experienced due to a loss of therapeutic benefit was the return of upper extremity tremors.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of therapeutic benefit. The patient underwent an explant procedure where the implantable pulse generator (ipg) and dbs adaptors were removed. The explanted devices were retained by the hospital and were not returned to bsc.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in the last year. Block d2b: nhl, pjs. Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7070599. Product family: dbs-adapters upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7070616.